Event description:
A patient in the emergency room had a blood glucose test performed. The result was 32mg/dl, on a different device the result wa s37 mg/dl, on a different device the result was 37 mg/dl. The customer states that this has happened on several occasions. The customer states that controls were in range. A request was made for the return of the suspect device and replacement product was sent.